Event description:
Lead was explanted due to noise after car accident with seatbelt on. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was cut 51 cm proximal to the lead tip. Only the distal lead fragment with inserted locking stylet was returned and subjected to an extensive analysis. In the course of the analysis, multiple signs of wear could be noted on the proximal part of the lead fragment. In particular 12.8 cm proximal to the lead tip the insulation was found rubbed through which can be considered the root cause for the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.